Manufacturer narrative:
Additional information was added to h3 and h6. H10: one (1) device was not returned; therefore, a device analysis could not be completed. One (1) device was received for evaluation. A visual inspection was performed, and it was noted that there was an incomplete heat seal bead. Functional leak testing was performed, and it was noted that there was a leak from the heat seal bead. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: the event occurred on an unspecified date in (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) integrated apd sets w/cassettes leaked; further described as "leak was noted out of the patient line up by the connector". This occurred during setup for automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.